Manufacturer narrative:
The insulin pump was received with a button error alarm and had two unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping anomaly was noted during testing. The unit also had minor scratches on the lcd window, cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the numbers on the insulin pump ramped up by themselves while he was sitting down before the pump alarmed with a button error; the customer changed to a new battery but the button error persisted. The patient's blood glucose at the time of incident was 167 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.